Event description:
The customer contact reported device breakage of the distal tip of the male adapter. The male adapter of the secondary tubing set was connected to the clave secondary port of a primary plumset, and was being used to deliver an unspecified medication. After an unspecified length of time, the nurse attempted to disconnect the secondary tubing set from the clave secondary port of the primary plumset. At that time, the distal tip of the male adapter broke off and became lodged in the clave secondary port of the plumset. It was reported that when the nurse attempted to remove the primary plumset from the pump, an unspecified volume of medication leaked from the clave secondary port of the primary plumset where the piece of the distal tip of the secondary tubing set was lodged. No additional details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact could not provide the brand name or list number of the device in use. This report represents all the information known by the reporter upon query by hospira personnel.